Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, the patient was suspected of having an infection. The patient had a "stretched, swollen and painful abdomen at the junction point between the peg tube and the intestinal tube. Reportedly, the patient would have been hospitalized after the tube implementation and a new jejunal tube was placed on (B)(6) 2015." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, the patient was suspected of having an infection. The patient had a "stretched, swollen and painful abdomen at the junction point between the peg tube and the intestinal tube. Reportedly, the patient would have been hospitalized after the tube implementation and a new jejunal tube was placed on (B)(6) 2015." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on january 12, 2016: the correct complaint device was the peg tube. It was reported that the patient had abdominal swelling, guarding/pain, distention and rigidity. Additionally, the patient's stoma had an erythema with abscess at the abdominal wall with purulent discharges. The tube had also migrated on (B)(6) "the problem was fixed on (B)(6) with the placement of a tube that fall on (B)(6)." Transitory tube was placed which was changed on (B)(6) for a gastrostoma (non-bsc) tube. Additional information as of october 12, 2016. Reportedly, the external bolster was stuck in the stoma site which happened in (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, the patient was suspected of having an infection. The patient had a stretched, swollen and painful abdomen at the junction point between the peg tube and the intestinal tube. Reportedly, "the patient would have been hospitalized after the tube implementation and a new jejunal tube was placed on (B)(6) 2015." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on january 12, 2016: the correct complaint device was the peg tube. It was reported that the patient had abdominal swelling, guarding/pain, distention and rigidity. Additionally, the patient's stoma had an erythema with abscess at the abdominal wall with purulent discharges. The tube had also migrated on (B)(6) "the problem was fixed on (B)(6) with the placement of a tube that fall on (B)(6)." Transitory tube was placed which was changed on (B)(6) for a gastrostoma (non-bsc) tube.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, the patient was suspected of having an infection. The patient had a "stretched, swollen and painful abdomen at the junction point between the peg tube and the intestinal tube. Reportedly," the patient would have been hospitalized after the tube implementation and a new jejunal tube was placed on (B)(6) 2015." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.